Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed thickened leaflet tips with slightly more thickening at the base of the anterior and posterior cusps. Mild central regurgitation was also observed. The deployed valve was noted to be under expanded with waist. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, valve stenosis, valve regurgitation, transvalvular leak and structural valve deterioration (thickening, stenosis) are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the leaflet thickened/hypoattenuated leaflet thickening (halt) and central regurgitation were confirmed based on review of imagery while the valve stenosis was unable to be confirmed. It was reported that medication was given to the patient and it was recommended that a bav be performed as treatment. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As reported, "a tee was also performed revealing mildly thickened leaflet tips with overall adequate excursion...it was believed that there was slightly more thickening at the base of the anterior and posterior cusps compared to the rest of the leaflets." Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, the patient was prescribed an anticoagulant medication (coumadin), which suspected that the patient was potentially developing thrombosis which could result in the reported leaflet thickening. As such, the available information suggests that patient factors (thrombosis) may have contributed to the event. As reported, "approximately 1 year 6 months 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, a transthoracic echocardiogram (tte) performed revealed a di of 0.23, pv of 3.0, mean gradient of 23 mmhg and an aortic valve area (ava) of 0.65 cm2...additional information was received revealing a computed tomography (CT) was performed...the estimated valve area by CT was approximately 1.7 cm2." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had leaflet thickening, which could narrow the opening (effective orifice area) and obstruct the blood flow resulting in the reported stenosis. As such, the available information suggests that patient factors (thickened leaflets) may have contributed to the event. As reported, "a tee was also performed revealing...mild central aortic insufficiency (ai)." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, the patient had thickened leaflet, which could lead to suboptimal leaflet coaptation resulting in central regurgitation. As such, the available information suggests that patient factors (thickened leaflets) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 6 months 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, a transthoracic echocardiogram (tte) performed revealed a di of 0.23, pv of 3.0, mean gradient of 23 mmhg and an aortic valve area (ava) of 0.65 cm2. Approximately 1 year 8 months 7 days post tavr procedure, a transesophageal echocardiography (tee) performed revealed a pv of 3, a mean gradient of 21 mmhg and a densely calcified non-coronary cusp resulting in under deployment of the tavr stent valve. The patient was noted to be presenting with shortness of breath (sob) which was getting worse. The patient was unable to ambulate far without becoming short winded. They were also unable to exert themselves and was getting easily tired. The patient was noted to be using tobacco daily. The sapien 3 ultra valve was noted to have been implanted with an additional 1 cc via a right transfemoral approach. The intra-operative gradient was 5 mmhg. A recent echocardiogram had shown the mean gradient was 23 mmhg and a dimensionless index of 0.21, but the ejection fraction (ef) was low. An invasive study was performed with dobutamine at a recent angiogram which demonstrated a mean gradient of 40 mmhg. The tee performed had shown a mean gradient of 21 mmhg. The patient was given medication in case hypoattenuated leaflet thickening (halt) was the cause. Additional information was received revealing a computed tomography (CT) was performed. Review of the CT showed an underexpanded valve with heavy native annular calcium in the non-coronary cusp area. The estimated valve area by CT was approximately 1.7 cm2. There was no halt or thrombosis observed on the CT. A tee was also performed revealing mildly thickened leaflet tips with overall adequate excursion and mild central aortic insufficiency (ai). It was believed that there was slightly more thickening at the base of the anterior and posterior cusps compared to the rest of the leaflets, but this may possibly be early degeneration due to underexpansion. The tee also showed the valve looking underexpanded. Subsequently, a recommendation was made to perform a bav as treatment. Should the events remain after the bav, it was recommended to perform a valve in valve procedure.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: h6 (investigation findings, investigation conclusions) and h10 (provide narrative/data). Additional information was received revealing approximately 2 years 9 days post transcatheter aortic valve replacement (tavr) procedure, the 26 mm sapien 3 ultra valve was post-dilated with a 26 mm non-edwards balloon at 4 atms. The catheter gradient was observed to be 15 mmhg and the transesophageal echocardiogram (tee) gradient was observed to be 8 mmhg after post-dilation. A second valve was not needed, and the patient was noted to be stable. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed thickened leaflet tips with slightly more thickening at the base of the anterior and posterior cusps. Mild central regurgitation was also observed. The deployed valve was noted to be under expanded with waist. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, valve stenosis, valve regurgitation, transvalvular leak and structural valve deterioration (thickening, stenosis) are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes are not required at this time. In this case, the leaflet thickened/hypoattenuated leaflet thickening (halt) and central regurgitation were confirmed based on review of the imagery while the valve stenosis was unable to be confirmed. As treatment, a post-dilation was performed on the valve. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As reported, "a tee was also performed revealing mildly thickened leaflet tips with overall adequate excursion...it was believed that there was slightly more thickening at the base of the anterior and posterior cusps compared to the rest of the leaflets." Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, the patient was prescribed an anticoagulant medication (coumadin), which suspected that the patient potentially had thrombosis which could result in the reported leaflet thickening. As such, the available information suggests that patient factors (thrombosis) may have contributed to the event. As reported, "approximately 1 year 6 months 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, a transthoracic echocardiogram (tte) performed revealed a di of 0.23, pv of 3.0, mean gradient of 23 mmhg and an aortic valve area (ava) of 0.65 cm2...additional information was received revealing a computed tomography (CT) was performed...the estimated valve area by CT was approximately 1.7 cm2." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had leaflet thickening, which could narrow the opening (effective orifice area) and obstruct the blood flow resulting in the reported stenosis. As such, the available information suggests that patient factors (thickened leaflets) may have contributed to the event. As reported, "a tee was also performed revealing...mild central aortic insufficiency (ai)." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, the patient had thickened leaflet, which could lead to suboptimal leaflet coaptation resulting in central regurgitation. As such, the available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.